Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Patient had a trochanteric fixation nail (tfn) implanted on an unknown date in approximately (B)(6) 2013. The patient fell and broke the distal and proximal part of the femur. On (B)(6) 2013, the hardware was removed and a fourteen hole locking distal femur plate and competitors product were placed with a cable and cortex screw. While the surgeon was attaching the handle to the aiming arm and plate and securing the plate, the plate bent so that it was not flush with the bone. The surgeon added a cortex screw and cable to tighten the plate to the bone. The compression drill guide for the cortex screw did not snap into the aiming arm and would not lock into position. This is report 4 of 4 for complaint (B)(4).